Event description:
On (B)(6) 2026, the user reported skin irritation associated with use of the white adhesive patches. The user stated that symptoms were limited to localized skin irritation. The user's healthcare provider was aware of the event, and no medication was prescribed.

Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect as described in the eversense user guide, and does not require further investigation. The user reported using over-the-counter cortisone cream on the affected area and was unsure whether they had a history of sensitive skin. The user stated that symptoms were limited to localized skin irritation. The user confirmed that no additional bandages or tegaderm were used at the time of the begining of the symptom. Adhesive tips were offered but declined by the user. Review of the data management system indicated that the user was not actively using the system at the time of complaint review.